Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k062195.

Event description:
On (B)(6) 2010 the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra meter was not powering on and was displaying the battery icon symbol. The medical surveillance specialist (mss) contacted the patient on (B)(6) 2010 and (B)(6) 2010 for a follow up call, but the patient was not able to be reached. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the morning of (B)(6) 2010 at an unspecified time. The patient indicated she manages her diabetes with pills and diet/exercise. On the same day of the alleged issue, the patient claimed she sporadically went for a walk. The patient claimed 2 days after the alleged issue began, she developed symptoms of blurry vision and dizziness. In response to the symptoms, the patient stated she administered oral medications of glipizide (5 mg) and metformin (500 mg). The patient denied testing on any other blood glucose device at the time of the alleged issue. At the time of troubleshooting, the cca confirmed there was no misuse of the subject meter. The subject meter powered on but it indicated the battery icon symbol. The patient did not have a new battery available at the time. Replacement products were still sent to the patient. It is not known whether the patient was able to test prior to contacting lfs. Therefore, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.